Manufacturer narrative:
Analysis was normal. No anomalies were found. No further analysis could be performed as only the connector pin silicone seal boot was returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker replacement procedure, the patient's right ventricular (rv) lead exhibited insulation damage, a silicone piece found inside the patient. The piece of silicone was removed, and the physician opted to cap the rv lead and replace it with a new lead on (B)(6) 2021. There were no patient consequences.